Manufacturer narrative:
Additional information: according to the limited information received from the field a damage of the stimulator housing following the reported external impact to the device appears possible. No information on possible further steps has been received.

Event description:
The users hearing performance with the concerned device is affected after the user was hit on the head.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Event description:
The user_s hearing performance with the concerned device is affected after the user was hit on the head. The user has been re-implanted.

Event description:
Two days ago while at work in factory the user was hit on the head with a metal chain. At the time he was not wearing his audio processor (ap). Immediately afterwards he could no longer hear with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.